Event description:
It was reported a power on reset (por) condition occurred. The device was near eol. The patient received no stimulation. The event was attributed to the programmer. Battery replacement was done. The patient recovered without sequela. The pain was improved afer implant.